Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 was failed and device was not on bus.the customer tried to reboot the station, but the issue was not resolved.the customer stated that this malfunction occurred while dispensing the medication, which resulted in a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed and device was not on bus. A field service engineer (fse) reported that the row board cable was reseated at row b tray of main unit 2.2 and also at the controller. The fse removed multiple loose medications from underneath the pockets and from the rear of the station to prevent obstruction and ensure proper operation. The system functioned as intended after the field service engineer repaired the device.